Event description:
Edwards was informed of a failed 23mm aortic valve due to aortic insufficiency and treated with a 26mm valve in a valve-in-valve replacement procedure. The 23mm aortic valve had been implanted for eleven (11) years, three (3) months, and six (6) days (135.2 months). No other information was provided.

Manufacturer narrative:
The device is not available for return and evaluation because it remains implanted in the patient. No additional information has been provided regarding condition of the device at time of the procedure. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time can occur due to regurgitation, structural valve deterioration (svd) (from stenosis - calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Based on the available information, the root cause of this event could not be confirmed.